Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system received two inappropriate device shocks on the same day due p-wave oversensing. The oversensing was noted to be occurring intermittently over approximately the last two months. It was also noted there was a significant decrease in both right ventricular (rv) and left ventricular (lv) lead impedance measurements, but the impedances remained within normal specification limits. The lv lead is not a boston scientific product. X-rays were performed and the leads were observed to be intact and in the same position as previous x-rays. No cause was determined for the p-wave oversensing. In response, the physician elected to program off device tachy therapy to prevent additional inappropriate shocks. The plan was to implant a new dedicated bipolar rv lead. A venogram was performed and the patient was noted to have vein occlusion. As a result, the patient was referred to another physician for rv lead explant and replacement. The device and rv lead remain in-service at this time. No additional adverse patient effects were reported. Additional information was received that this rv lead subsequently exhibited noise and low out of range pace impedance measurements less than 200 ohms. The impedance measurements were noted to have been trending down. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.